Manufacturer narrative:
The investigation was based on the reported information and log file of the affected device. On the reported date of event 10th september the device was switched off and not in use. However, a cockpit reboot could be found on a different day due to faulty ssd and hdd which corresponds with the report issue. Other than reported, ventilation was not affected by the malfunction and continued as set. The affected parts were replaced which solved the problem. The device was tested according to manufacturer specification and all tests passed with no issues. If the disk drive is not accessible for the microprocessor system, the safety software initializes a warmstart of the cockpit infinity c500. If the disk drive is not accessible even during the warm start, the cockpit's boot process cannot be completed. A corresponding error message is displayed on the black screen and the acoustic auxiliary alarm is activated after 45 seconds at the latest. The ventilation is not affected by a warmstart of the cockpit. Safety relevant parameters as fio2, minute volume, or airway pressure are displayed in the supplemental yellow/green oled-display wherein the user can see the on-going ventilation. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the device is stopped during ventilation and has rebooted repeatedly. No patient injury was reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the device is stopped during ventilation and has rebooted repeatedly. No patient injury was reported.